Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patients implantable pulse generator was not working as intended and will not charge. It was noted that patient was not able to get enough pain relief and giving strange sensation. The patient underwent an ipg replacement procedure and was doing well post operatively.